Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a2, a3, b4, b5, b6, g3, h2, h3, h6.

Event description:
It was reported the patient underwent a right hip revision approximately 6 years post implantation due to pain, recurrent dislocations, instability, and elevated metal ions. During the revision, a large pseudocapsule, trunnionosis, and extensive tissue damage with altr and necrosis was encountered. The shell and stem were left intact. No additional information.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional proposed component code: mechanical (g04)- head h10 visual examination of the returned product identified signs of being implanted worn / foreign material for both devices and gouges on the liner. The head was submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Review of complaint history identified additional similar complaints for the head and stem, no complaints for the liner, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records confirmed that the patient was revised to address pain, recurrent dislocations, instability, trunnionosis, pseudocapsule, elevated metal ions, extensive tissue damage and necrosis. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#437632053 durasulâ¿¢ standard insert size 32mm i.d. X 53mm o.d. Former centerpulse lot#61871871. Cat#636000053 hemispherical porous shell with sealed screwholes 53 mm lot#61954092. Cat#00771101210 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset reduced neck length lot#61937572. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 6 years post implantation due to unknown reasons. The femoral head was exchanged. No additional information.